Event description:
It was reported that in 2008, a male pt was seen in the dentist's office for impressions of both the mandibular and maxillary sections. An alginate product (non-3m espe product) was used to take an impression of the mandibular section and a 3m espe impregum penta medium body polyether impression material was used to take the impression of no 5 of the maxillary. Pt reported, that the evening of the event date, he felt a lump under his tongue. By the next day, the lump had become larger and felt hard and the pt was having difficulty breathing. It was reported that the pt required medical intervention with hospitalization and was placed on a ventilator. The pt has been discharged from the hospital and has recovered.

Manufacturer narrative:
Method, results and conclusions: device was not returned to 3m; therefore, no evaluation was conducted. No results or conclusions can be drawn.